Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The lesion being treated was located in the moderately tortuous, mildly calcified right coronary artery (rca), distal to the previously implanted 3.5x24mm ion stent in the ostial rca. The physician attempted to place the 3.5x16mm ion stent, but was unable cross the previously placed stent. The physician removed the stent, guide wire and guide catheter from the body. It was identified, outside the body, that the stent had become dislodged from the delivery system. The undeployed stent was located in the mid rca. An attempt to snare the stent was unsuccessful. The stent was crushed with 3.5x20mm nc quantum apex balloon. A 3.5x20mm ion stent was successfully deployed over the crushed 3.5x16mm ion stent. A 4.0x8mm ion was deployed in the ostial rca to treat a separate lesion. No further patient complications were reported and the patient's status is stable.